Event description:
It was reported that there was a right ventricular (rv) lead integrity warning. The rv lead impedance and thresholds had increased and there was noise on the lead. It was also reported that there was high impedance of the unipolar left ventricular (lv) lead. Both leads remain in use; however a lead revision is planned for the rv lead. No patient complications have been reported as a result ofthis event.

Event description:
It was further reported that the right ventricular (rv) lead revision has taken place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4193 implantable pacing lead, implanted: 2003-(B)(6); 5076 implantable pacing lead, implanted: 2003-(B)(6).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the criteria for the right ventricular lead integrity alert were met. The data showed that 371 of 373 lifetime v-sic (ventricular sensing integrity counter), are recorded beginning (B)(6) 2013. The lead integrity alert triggered on (B)(6) 2014 due to meeting the requirements for nst and v-sic.